Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm occurred during the load sequence and during insulin delivery with multiple cartridges. Customer continued to use current pump for insulin therapy. There was no adverse impact the customer¿s blood glucose.